Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm an a17, a21 and battery out limit alert. Customer's blood glucose was unknown mg/dl. The troubleshooting for battery outlimit alert. The customer stated they are stuck in rewind complete/bolus delivery loop. Customer was advised that the insulin pump may give rewind message after battery out limit alert. The customer was advised to monitor insulin pump. After troubleshooting was done for a17 and a21, the customer was advised that the insulin pump would be replaced due to a 21 alarm occuring more than once. Customer was advised to return the product for analysis.